Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented for a system revision. Episodes of non-sustained rv oversensing were noted. Review of the session records suggested lead issue. The lead was capped and replaced. The patient was stable before, during and after the procedure.